Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and confirmed door would not open/close. Found rotor was not in the home position. Adjusted rotor and confirmed t-pin went in with no issues. Completed invalidate home procedure and verified system operation. Completed system checkout, return to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000144. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a imaging system being used outside of a procedure. It was reported that the system was unable to close. This occurred after a procedure. The tech found that the system was unable to dock or open/ close and had no response to those inputs from the pendant. The system was still responding to translational movement. There was no patient involvement.